Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient was hospitalized for an elevated blood glucose (bg) of 28.5 mmol/l with no reported additional symptoms associated with an alleged motor noise issue. Reportedly, the pump was resumed after replacement and the patient was treated by a healthcare provider with insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the pump¿s motor had a grinding motor noise issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention due to an alleged motor noise issue.

Manufacturer narrative:
Date submitted: (B)(4) 2018, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. New information was obtained from the reporter on 27-apr-2018 indicating the serious injury reported in the initial report indicating a motor noise issue, was not associated with that complaint. No serious injury was alleged in association with the alleged motor noise issue. The device was returned to the manufacturer and investigation completed on (B)(4) 2018 with the following findings: investigation revealed the pump was intact and without damage. The first basal delivery was on (B)(6) 2018 at 12:10. The black box showed an auto off alarm on (B)(6) 2018 at 06:52, followed by a power on reset at 07:19, insulin deliveries never resumed. No motor alarms were observed in the black box/alarm history. Rewind, load cartridge and prime steps were performed successfully. The total daily doses add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was exercised for 24 hours on a 2.0-unit-per-hour basal rate. At the end of testing, the basal history correctly showed 2.0 units and total daily dose showed 48.0 units. The pump¿s cover was removed; no intermittent condition was found to the motor flex/assembly. No internal moisture observed. Unable to duplicate the complaint during testing. This complaint is not being reported because the pump analysis confirmed no pump malfunction; the patient¿s alleged serious injury was shown to not be associated with a pump malfunction as the pump was found to be without defect or malfunction. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that on (B)(6) 2018, the patient was hospitalized for an elevated blood glucose (bg) of 28.5 mmol/l with no reported additional symptoms associated with an alleged motor noise issue. Reportedly, the pump was resumed after replacement and the patient was treated by a healthcare provider with insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the pump¿s motor had a grinding motor noise issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention due to an alleged motor noise issue.